Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip did not form properly. The new device was used to complete the procedure with no pt consequence.